Event description:
It was reported that the tip of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. It was found during set up at the user facility. The procedure was completed successfully with no delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent tip on the duraguard was confirmed by a stryker service technician through visual inspection of a bent foot on the duraguard. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device is scrapped by stryker.